Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. The reporter stated that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/05/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the battery compartment threads damaged and the battery compartment was cracked in the thread area and below the grip pad. There was evidence of moisture contamination inside the battery compartment. The pump was unable to maintain an electrical connection with the returned battery cap due to the cap detaching. A test battery cap was used for all testing. There were multiple battery alarms and pump reboot events observed in the black box. The pump's current draws were within specifications. A leak test showed that there was a leak at the battery compartment crack. There was no evidence of additional moisture or loose components inside pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.